Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration. Surgery scheduled to having the abutment replaced but information has not been made available as of the date of this report, july 10, 2019.